Manufacturer narrative:
This device remains implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient was admitted to the hospital due to pacemaker mediated tachycardia (pmt). Program optimization of the patient's cardiac resynchronization therapy defibrillator (crt-d) was considered to address the issue. No additional adverse patient effects were reported.